Event description:
It was reported that the lead exhibited low sensing and high thresholds, exit block was suspected. The lead was explanted and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
UDI (di): (B)(4).